Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was damaged was confirmed, and the observed damage appears to be associated with use. One 3fr per-q-cath PICC was returned for investigation. The PICC was received in two segments. The t-lock extension set was attached to the proximal segment, but the stylet was not attached to the extension set and was not returned for investigation, which indicates that it was retracted through the catheter. On the proximal catheter segment, the catheter extended 9mm from the 0cm depth mark. The distal catheter segment extended from the 3cm depth mark to the manufactured cut distal to the 64cm depth marker. The section of tubing between the 1 and 3 cm depth marks was not returned for investigation. A microscopic examination revealed a 2mm longitudinal split in the distal end of the proximal catheter segment. The edges of the split were rough and granular. The catheter was cut open, which revealed that the damage adjoining the split continued within the lumen, which is consistent with damage caused from improper stylet removal. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that when the rn was washing the catheter it broke in her hands. The event happened prior to use on patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexh2060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the rn was washing the catheter it broke in her hands. The event happened prior to use on patient.